Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.